Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010 it was reported that the pt's ipg was replaced, due to battery depletion. The pt lost stimulation and communication with the ipg. It is unk if or when the pt observed the "ipg low battery" message. The pt is currently receiving satisfactory stimulation with the new ipg.

Manufacturer narrative:
Eval method: device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.